Event description:
It was reported that during a percutaneous transluminal stenting treatment procedure a stent dislodgement occurred. The lesion was located in the bile duct. An encore inflation unit was used to remove the air from the 8.0x60x75cm express ld iliac/biliary premounted stent system. The express ld system was advanced with the guide wire up to the lesion, but was unable to cross the lesion, so the physician removed it. The physician attempted to advance the express ld across the lesion and inflated the device with a dilator, however, the express could not advance across the lesion. When the physician attempted to remove the device, resistance was encountered. "The stent remained right under the skin. The stent was removed with forceps. Another tube was placed and the procedure was completed. No additional patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination revealed the returned device was received without the stent attached to the balloon. The balloon was folded and wrapped around the shaft. Examination of the balloon material revealed a clear impression of where the stent had originally been crimped onto the balloon. No damage to the shaft was noted. Visual and microscopic examination of the returned stent revealed the struts on one end of the stent were spread apart and damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was further reported that that the physician attempted to expand the express ld stent with a 7fr dilator, however, the balloon was not inflated. When the physician attempted to remove the express ld system, resistance encountered in the stoma and the stent dislodged 'under the skin' in the stoma. Another manufacturer¿s catheter was placed in the lesion and the procedure was completed.

Manufacturer narrative:
(B)(4)